Manufacturer narrative:
UDI: (B)(4).

Event description:
The doctor indicated the patient came to the clinic with discomfort and mobility. Upon evaluation the doctor determined that the implant was fractured, the implant at tooth site #24 was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite tapered implant (fnt3213) was returned for investigation. Visual inspection of the as returned product identified the lower part as fractured appropriate documentation was reviewed. DHR review for the lot (2017050688) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017050688) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report. Expiration date and UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.